Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): no anomalies found. Full lead was returned and analyzed. Additional finding of blood in/on helix mechanism. The analyst commented that there was no surface anomalies found.

Event description:
It was reported that during implant attempt, the lead would not pass through the 8 french or 10 french introducers used and that the surface of the lead felt rough. The lead was removed and replaced. No patient complications have been reported as a result of this event.